Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was admitted to the hospital for an unknown medical issue unrelated to the implanted pacemaker system. During the hospitalization, it was found that the pacemaker and right ventricular (rv) lead exhibited loss of capture due to high thresholds. The patient has complete heart block and the patient's underlying rhythm was found to be 30-35 beats per minute (bpm). The pacemaker was programmed to maximum outputs which was able to capture cardiac tissue. The pacemaker was also noted to have a battery status of elective replacement indicator (eri) so a device replacement procedure was scheduled. The pacemaker, right atrial (ra) lead and rv lead were surgically abandoned and replaced. No additional adverse patient effects were reported.